Event description:
(B)(6): customer reports via phone to product monitoring that system failed to fluoro during an unk urology procedure. Procedure was completed with the use of a portable fluoro c-arm without incident. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) troubleshot the no fluoro complaint and found the infimed computer power supply had failed. Fse had tech support to order the power supply replacement. When the part arrived, fse replaced the power supply, and tested the unit per service checklist (B)(4). The unit passed all tests and was returned to service.